Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm in 2012. Approximately 6 years later the patient was presented with an indeterminate endoleak and sac growth. Reintervention is being discussed, but has not been scheduled. The patient's status is unknown and no additional information was provided. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that a large branch off the left internal iliac artery and up to the mid aaa sac showed contrast with branch feeders (categorized as a type 2 endoleak). The physician elected to treat the patient on (B)(6) 2018 by accessing the left iliac internal from the right groin, and cannulating and coiling the branch vessel. In addition, the originally implanted infrarenal afx device was approximately 12mm below the left lower renal and therefore, the physician extended the coverage by implanted a suprarenal afx device and ballooning. The final arteriogram did not display any leak or branches into the aneurysm sac, and the type 2 endoleak was excluded.